Manufacturer narrative:
Patient information was not provided. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller displayed a controller error alarm when it was turned on. A second controller was used to successfully support the patient. No harm to the patient was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: when console ic11400 was booted up on 7/18, there was an immediate controller error (defective optical sensor lamp) alarm issued. The 5s triggered by the bad lamp had a voltage of 0.47v and 0.48v which is the value for a lamp outputting no light. Device analysis: the failure mode was not reproduced during bench top testing. 5s testing showed the light outputting less than 1v and the lamp was visibly outputting light. There was no evidence for why the failure mode occurred on one boot up in the field. Root cause: the cause of the controller error was an optical lamp outputting no light. The cause of the optical lamp not outputting light intermittently was most likely a defective lamp. D9 device returned to manufacturer date added.